Event description:
According to the literature review: a retrospective review of pts who had undergone endonasal transsphenoidal approach to pituitary tumor resections to compare the experience of using autologous fat graft and lumbar drain placement versus a dural sealant and collagen matrix. One pt experienced a repair failure. After further review of this article, the product was used off label.

Manufacturer narrative:
(B)(4).